Manufacturer narrative:
The device was received with cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that top of the insulin pump was broken off where the reservoir goes and the o ring was missing. Customer¿s current blood glucose was 216mg/dl and declined troubleshoot for high blood glucose. Customers stated that reservoir barely locks in place. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.